Event description:
Note: this report was created in response to the device eval of the product returned for manufacturer report #3005099803-2009-05675. The complaint was initially reported to boston scientific corporation as solely being the endostat ii electrosurgical unit. According to the complainant, during the procedure, the irrigation pump motor on the endostat ii electrosurgical unit would rotate a couple of times and then stop. However, an analysis of the returned endostat ii electrosurgical unit revealed that there were damaged wires within the endostat footswitch which caused the reported issues with irrigation.

Manufacturer narrative:
The irrigation pedal of the returned endostat footswitch does not function properly; the wire within this pedal were found to be faulty. Once the footswitch was replaced, the irrigation functioned properly. The condition of the returned device was consistent with the complaint of irrigation issues; the complaint was confirmed. (B)(4).